Manufacturer narrative:
On 12/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 01/30/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 7541906 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a artoura breast tissue expander 850cc and experienced deflation on the right breast tissue expander. As a result, the patient had undergone removal and replacement with artoura breast tissue expander 850cc on (B)(6) 2018.